Event description:
It was reported that the pump was alarming. Telemetry confirmed a critical alarm due to ¿stopped pump period may exceed tube set¿. On (B)(6) 2014, the hcp (healthcare provider) turned off the pump and it had been alarming for about a week. The patient found the pump to be very beneficial, but ¿the pump hurts¿ so they decided to remove it. The surgeon wanted the patient to wait a month before making the decision final. The device system was delivering baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Corrected to include adverse event as well as product problem.

Event description:
Additional information received reported by the healthcare provider (hcp) stating the pump itself caused pain and perhaps by moving against the rib cage. It was noted that the pump was turned off at patient¿s request and filled with saline until surgeon revises it. It was reported that the patient liked the intrathecal baclofen therapy; they just did not like the pump itself.

Manufacturer narrative:
(B)(4).